Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed with an unexpected restart error alarm. Customer's blood glucose was reportedly within normal range. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement and error tests. No error alarms were noted. The pump was received with a cracked case at the display window corner, and a cracked reservoir tube lip.